Event description:
Account experiencing discrepant sodium and/or potassium results since 2008. Only, the following examples were provided: in 2008: patient 1, initial sodium gave 129 mmol/l; repeated twice giving 136 & 137 mmol/l respectively. No patient demographics provided for patients five through seven. Erroneous results were not reported. The field service representative determined the cause to be the ise mix/dry settings were out of adjustment, and adjusted the settings. Performance tests were performed.

Event description:
Account experiencing discrepant sodium and/or potassium results since 2008. Only, the following examples were provided: in 2008: patient 7, initial sodium gave 127 mmol/l; repeat gave 135 mmol/l. No patient demographics provided for patients five through seven. Erroneous results were not reported. The field service representative determined the cause to be the ise mix/dry settings were out of adjustment, and adjusted the settings. Performance tests were performed.

Event description:
Account experiencing discrepant sodium and/or potassium results since 2008. Only, the following examples were provided: in 2008: patient 6, initial sodium 127 mmol/l; repeat gave 135 mmol/l. No patient demographics provided for patients five through seven. Erroneous results were not reported. The field service representative determined the cause to be the ise mix/dry settings were out of adjustment, and adjusted the settings. Performance tests were performed.

Event description:
Account experiencing discrepant sodium and/or potassium results since 2008. Only, the following examples were provided: in 2008: patient 5, initial sodium gave 127 mmol/l; repeat gave 136 mmol/l. No patient demographics provided for patients five through seven. Erroneous results were not reported. The field service representative determined the cause to be the ise mix/dry settings were out of adjustment, and adjusted the settings. Performance tests were performed.

Event description:
Account experiencing discrepant sodium and/or potassium results since 2008. Only, the following examples were provided: in 2008: patient 3, initial sodium gave 109 mmol/l; repeat gave 135 mmol/l. Initial potassium gave 4.4 mmol/l; repeat gave 5.2 mmol/l. No patient demographics provided for patients five through seven. Erroneous results were not reported. The field service representative determined the cause to be the ise mix/dry settings were out of adjustment, and adjusted the settings. Performance tests were performed.

Event description:
Account experiencing discrepant sodium and/or potassium results since 2008. Only, the following examples were provided: in 2008: patient 4, initial sodium gave 128 mmol/l; repeated twice giving 137 mmol/l each time. No patient demographics provided for patients five through seven. Erroneous results were not reported. The field service representative determined the cause to be the ise mix/dry settings were out of adjustment, and adjusted the settings. Performance tests were performed.

Event description:
Account experiencing discrepant sodium and/or potassium results since 2008. Only, the following examples were provided: in 2008: patient 2, initial sodium gave 129 mmol/l; repeated three times giving 136, 134 & 137 mmol/l respectively. No patient demographics provided for patients five through seven. Erroneous results were not reported. The field service representative determined the cause to be the ise mix/dry settings were out of adjustment, and adjusted the settings. Performance tests were performed.